Event description:
The pt reported she is unable to establish communication between her scs ipg and external devices (2501 comm error on programmer) and is without stimulation. It was also reported the pt has not charged for at least 6 months. An sjm representative confirmed the ipg is inoperable. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.